Event description:
The hospital recently became aware of a potential failure in this device requiring reporting. Pt was diagnosed with breast cancer in 1995. On 2/17/98 a double lumen catheter via left subclavian vein was placed in the pt for intravenous access for chemo. Since insertion of catheter pt noted subcutaneous leakage. Pt and physician discussed alternatives for the leaking device. Due to the frequency of the pt's chemo, the decision was made to remove the leaking catheter and replace with a new one. New catheter was inserted on 3/20/98.